Event description:
It was reported during an scs lead replacement procedure, communication with the patient's scs ipg could not be established due to the patient not charging his scs system or the possibility the scs ipg had flipped. Subsequently, the patient's scs ipg was replaced which resolved the issue. Refer to MFR. Reports: 1627487-2012-06888 and 1627487-2012-06889.

Manufacturer narrative:
Result: the complaint for "no communication" was not confirmed. As received, the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.